Event description:
Pt reported that she rec'd a letter from baxter indicating that her mini cap has been recalled. It also stated that she should contact the FDA if she had any issues with the device. She stated that she had a severe bout with peritonitis and was hospitalized for 11 days, which she attributes to the use of the mini cap.